Manufacturer narrative:
Zoll medical corp has rec'd the product an will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed a "defib fault 109" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The malfunction was observed during review of the device's history log; however the device was put through extensive testing without duplicating the malfunction. The hv module was replaced as precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.